Event description:
A pt was taken to the operating room in 2004 for the planned open surgical repair of an abdominal aortic aneurysm. The pt's iliac arteries were heavily calcified and were 7 mm in diameter. It was reported that the physician elected to attempt endovascular repair using a 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft. It was reported that during advancement of the delivery system the device kinked and caused a gap to develop between the base of the nosecone and the tip of the graft cover. The device was removed from the pt and another device was inserted into the pt. The second device failed to reach the aneurysm and was removed from the pt. It was reported that the pt's common iliac artery was damaged. The pt's aneurysm was treated via open surgical repair. No additional sequelae were reported and the pt is reported to be fine.